Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: nuvasive archon plating system. Medical product: cervical interbody cage. Therapy date: (B)(6) 2019. Medical product: spinapak assembly - catalog: #1067716 serial: #(B)(4). Therapy date: unknown. The device was returned to zimmer biomet and the investigation is complete. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after review of the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient developed skin irritation from the 63b electrodes. The patient was wearing the device on his neck. The patient described the skin as being hot to the touch. The patient developed red itchy pimples that he would scratch causing them to bleed and scab over. The patient treated the skin irritation with cortisone cream. It was later reported that the patient was advised by his doctor to discontinue treatment since all it was doing was making the skin irritation worse. It was reported that no further information is available.